Event description:
It was reported that the patient received inappropriate atp therapy for suspected svt episodes. Atp did not stop the fast rhythm but the rhythm eventually returned to sinus. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.